Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The evaluation confirmed a single occurrence of system fault 189, however, performance testing could not reproduce the device system fault. Based on the evaluation results, it was determined that reported sf189 error message was possibly due to a software issue. The software was upgraded to address this issue. The device was serviced, cleaned, calibrated and tested before it was returned to the customer. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf189) indicating a loss of communication with the main circuit board. There was no patient injury reported as a result of this incident.